Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the infusion set and use manual injections per md protocol. The customer also removed the site and the cannula was bent.